Manufacturer narrative:
Conclusion statement: the allegation of high impedances was confirmed. Microscopic visual inspection revealed all wires broken ant approximately 28cm from the terminal end leading to high impedances. Setscrew marks were seen on the terminal block electrode at the terminal end. The swift lock anchor functioned normally with no anomalies. The swift lock anchor did not slip when closed on the lead and tugged. The swift lock anchor was opened and slid off the lead with no resistance. Examination of the lead showed broken wires that lead to high impedances. The root cause of the break is unknown.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention was undertaken and the lead was explanted and replaced.